Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00535. The pt received an scs system including a non-rechargeable ipg and two percutaneous leads on (B)(6) 2010. It was reported that she lost stimulation. Diagnostic test revealed invalid impedance measurements for several lead contacts. Surgical intervention was undertaken with the intent of replacing the pt's leads; however, before the procedure, no communication could be established with her ipg. As such, the physician decided to replace that device as well. Effective stimulation was recaptured with the new ipg and leads and no further complications were reported.